Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Device evaluation: it was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sales rep. Informed that: valve set at 140mm h20 wasn't flowing during implant. Manometer test showed 60-70mm pressure. Tried second manometer test which showed 110mm h20. Removed valve and placed new valve (ns0290). This occurred intra-operatively, and the surgery was not delayed for more than 30 minutes. Please send a warranty replacement to the customer.